Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 months, 2 days . The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was expired on (B)(6) 2019 due septic shock, associated with driveline infection. The patient presented with driveline infection on (B)(6) 2018 with signs and symptoms of malodorous drainage and redness at counter incision site. The patient received treatment with antibiotic doxycycline for 2 weeks and fluconazole indefinitely. The device operated as expected.